Event description:
The sheath leaked during insertion as if there was no valve. Also, the arterial line on the 8 fr. Iab keeps needing to be flushed. Iabp continued without further problems. The sheath was discarded by the facility and will not be returned to datascope for eval. (Event complications: none from the event - reported 9/15/98.) (Pt's current status: unk - 9/11/98.)